Event description:
It was reported that this pacemaker was part of the system revision due to erosion and infection. Reportedly, the patient felt pain and purulent discharge. The patient was treated with intravenous antibiotics, and the culture result was in pending status. No adverse patient effects were reported. The pacemaker was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.